Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a laparoscopic recurrent right inguinal hernia on (B)(6) 2016 and the mesh was implanted. Following the procedure, the patient experienced undefined symptoms and underwent undefined revision procedures. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.